Manufacturer narrative:
H3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/related events of the reported event. The device was used for treatment and was not returned for evaluation. It was reported that all indicator lights were solidly illuminated after the patient took a shower. When all lights are illuminated, this means that the device entered a non-recoverable error state. This is a patient safety feature. As stated in the IFU for this product, prior to showering the pump must be stopped, disconnected from the tubing and placed in a safe location where it will not get wet. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that patient had pico 7 placed 10feb after left hip replacement. He followed the instructions provided by his hcp and disconnected the tubing at the top of battery box and placed battery box on a shelf. Then he draped the tubing over his shoulder and secured with saran wrap to take a shower. After the shower, there was water in the tubing. He reconnected and turned the device on and now all the lights are illuminated. This nurse instructed him to take the batteries out and put back in and push the orange power button. Still all lights are illuminated. This nurse explained with all the lights illuminated the device is defective and will not work at this time and may have been from the water in the tubing. He said he will call his hcp as well as a home health nurse will be coming to the house later today. No other information available.